Event description:
It was reported that the external pulse generator had a cracked screen. The generator was returned for service. There was no indication given as to patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the display lens was broken. It was also noted that the upper case was dented, one board connector cable was crimped, the display was out of specification and the battery contacts were compressed.